Manufacturer narrative:
(B)(4). Approximate age of device ¿ 31 days. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. The patient remains on lvad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a driveline infection was observed on (B)(6) 2015. The driveline exit site cultured positive for pseudomonas aeruginosa. Unspecified antibiotic therapy was initiated and the patient underwent incision and drainage of the driveline exit site. It was noted that the event resolved on (B)(6) 2015.